Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. With thickened leaflets, a posterior leaflet prolapse and a posterior leaflet flail on the p1 segment. The first mitraclip (cds0602-xtr, 80212u184) was implanted at an eccentric jet location in the lateral to central portion of the a2-p2 to a1-p1 segments with a large prolapse of the posterior leaflet. Good results were noted and the mr reduced to grade 2. A localized jet on the p1 flail area remained so it was decided to implant a second mitraclip. A second mitraclip was implanted lateral to the first mitraclip. The flail was captured very well with good results noted. The mr was reduced to grade 1-2. A few seconds later, the first implanted mitraclip had detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment-slda). The posterior leaflet prolapse was free again and the mr increased to grade 4. Reportedly, the slda was probably related to the thickened leaflets. As treatment, a third mitraclip was implanted without issue, medial to the first clip, to stabilize the first clip and to further reduce mr. The mr was reduced to grade 3. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment (slda) in this incident appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.